Manufacturer narrative:
The ez-28 was disposed by the user facility. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens removed intraoperatively and an anterior chamber lens was implanted. Sutures were placed. The reason for the intraoperative removal of the lens was not provided; however, there was no report of product problem. Additional information has been requested, no additional information has been received. Please reference MDR# 1119279-2014-00160 for the intraocular lens used in this event.